Event description:
Patient had an infection at the surgical site. Patient had abscess under the scar that ruptured to the skin and dehiscence of the scar and visibility of the vns generator through the scar. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.